Manufacturer narrative:
Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available.

Event description:
During a premature ventricular contractions procedure, a cardiac perforation occurred. While applying a lesion in the right ventricular outflow tract, the heart silhouette had stopped contracting/moving. A pressure test revealed the patient's blood pressure was 73/53 and a perforation was suspected. The procedure was canceled, and an echocardiogram confirmed the perforation. The perforation was located in the right ventricular outflow tract. A pericardiocentesis was performed successfully and the patient is stable. There were no performance issues with any abbott devices. The reported catheter was discarded.

Manufacturer narrative:
Additional information: g3, h2, h4, h6. The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported perforation remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.